Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user had experienced issues with indwelling urinary catheter "felling out" twice since user¿s last change. It was stated that the on monday during the procedure of changing foley catheter the balloon burst while in process of filling balloon with the specified amount of water. This resulted in another indwelling urinary catheter needing to be placed with resulting trauma requiring the client to attend ed for review. It was my understanding that this catheter also "fell out" on tuesday resulting in client again needing to go to ed for attention. It was unknown what medical intervention was provided. Per additional information via email from ibc on 12jul2023, it was stated that the customer had also informed that two other catheters from that same box had failed by falling out in the days prior to the two catheters. There was no trauma experienced with those first two. This means out of a box of ten, six were used of which four are now reported to have been faulty. The other four were still in the box ready for pick up, there were no actual used faulty samples available for pick up. It was stated that the first catheter was checked and there were no missing pieces. When inserting the second catheter user and nurse noticed blood dripping from the external part of the catheter as well as seeping around the catheter were inserted into pennis. The user was treated in ed, they did not remove the catheter, they bandaged up pennis to stop bleeding and kept user overnight for observation before releasing the next day. The circumstances surrounding the second catheter falling out was user felt like there was only a small amount of urine in bag when at home so checked and found that the catheter had fallen out. The user then returned to ed where the nurse checked the catheter and determined the balloon would not inflate. There was no indication any pieces were left inside. The nurse then tested the balloon of a new different branded catheter before insertion and returned home without incident of that catheter.

Event description:
It was reported that the user had experienced issues with indwelling urinary catheter "felling out" twice since user¿s last change. It was stated that the on monday during the procedure of changing foley catheter the balloon burst while in process of filling balloon with the specified amount of water. This resulted in another indwelling urinary catheter needing to be placed with resulting trauma requiring the client to attend ed for review. It was my understanding that this catheter also "fell out" on tuesday resulting in client again needing to go to ed for attention. It was unknown what medical intervention was provided.as per additional information via email from ibc on 12jul2023, it was stated that the customer had also informed that two other catheters from that same box had failed by falling out in the days prior to the two catheters. There was no trauma experienced with those first two. This means out of a box of ten, six were used of which four are now reported to have been faulty. The other four were still in the box ready for pick up, there were no actual used faulty samples available for pick up. It was stated that the first catheter was checked and there were no missing pieces. When inserting the second catheter user and nurse noticed blood dripping from the external part of the catheter as well as seeping around the catheter were inserted into pennis. The user was treated in ed, they did not remove the catheter, they bandaged up pennis to stop bleeding and kept user overnight for observation before releasing the next day. The circumstances surrounding the second catheter falling out was user felt like there was only a small amount of urine in bag when at home so checked and found that the catheter had fallen out. The user then returned to ed where the nurse checked the catheter and determined the balloon would not inflate. There was no indication any pieces were left inside. The nurse then tested the balloon of a new different branded catheter before insertion and returned home without incident of that catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿imperfection in balloon due to process". The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.